Event description:
User facility medwatch: (B)(4). It was reported that a pt death occurred. Edg done showed an esophageal perforation by the neck hardware. The reported outcome was pt death.

Manufacturer narrative:
At the time of this report, no additional information was available. A supplemental report will be submitted with any relevant information that is received.